Manufacturer narrative:
D4:"not distributed in USA", because products are no distributed in USA products, but similar device product is listed in USA. G4:this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Pentax medical performed good faith effort to gather additional information regarding this event below questions, but was unable to obtain the information. Was blood or dirt stuck to the illumination lens of the endoscope? It was written that the objective lens of the endoscope was discolored, but is it possible to obtain a photo of the discolored objective lens? Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer stated on withdrawal of colonoscope from patient, it was observed the distal tip was very hot and a electrical burning smell was smelt. Additionally, a discolouration of the camera lens was observed. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
H6: coding changed based on the investigation result. Evaluation summary: reported fault: customer has observed discoloration on the lens of the distal tip and electrical burning smell observed on inspection: could not duplicate customer concern. Tested with se, distal tip is functional under stress test. Following the results of the investigation, hra (health hazard evaluation and health risk assessment) was performed. According to hra (hv-hra-0184), it is assumed that the adhered residue absorbed the illumination light and heated, resulting in the generation of water vapor and a burnt smell. The results of the desk test suggested that minor burns may occur if the endoscope is pressed against a mucous membrane for a certain period of time (more than 3 seconds) while the lens is covered with blood and the temperature of the distal end of the endoscope is elevated. However, there were no actual complaints of mucous membrane burns. Some medical experts pointed out that some physicians who are not familiar with the endoscopy procedure may have the distal end of the endoscope contact the mucous membrane for a certain period of time when inserting the endoscope into the large intestine. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 02-jun-2023 under normal conditions, passed all required inspections and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 28-jun-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.